Event description:
On may 10, 1999 safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: diagnosed on may 12, 1997 with latex allergy. Plaintiff alleges to have suffered from embarrassment, humiliation, loss of employment of life, lost past wages, lost future earnings, lost earning capacity, med expenses, future med expenses, fright and apprehension, emotional distress, inconvenience and other incidental and consequential damages.